Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to squeaking of the ceramic-on-ceramic bearing. Intra-operatively, surgeon noted that there was nothing unusual observed about the implants. The ceramic head and liner were revised to a poly liner and new femoral head. Rep reported that no further information will be released by the hospital or surgeon.